Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage with struts raised, distorted and stretched. The stent stretched distally on the markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-feb-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After cannulation was performed with a 6f non bsc guide catheter and a guidewire crossed the lesion, pre-dilation was performed with a compliant balloon. A 12x3.00 promus premier¿ drug eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.